Event description:
It was reported that the device was stating elective replacement indicator (eri) and reprogramming to dual chamber mode was not possible. It was also noted that impedance readings were not available either. Follow up from the clinician was done and reported that the device is no longer in eri and all readings are now available, and "everything is fine." The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.